Manufacturer narrative:
Complaint not confirmed. Visually evaluation showed the top cover was not fully closed when received. The screws that holds the top cover were not in placed, they were found to be inside the unit. Further review of the pump sub-assembly and components, showed no damaged showed to the tubing connector or latch doors. The returned ar-6480 dualwave arthroscopy fluid management system device was assembled with a new ar-6410 tubing to be tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and function as intended with no error message and/or audible alarm triggered.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee arthroscopy the pump supplied too much water. There was a water accumulation in the lower leg of the patient, patient had a compartment syndrome. It´s not clear whether the joint capsule was leaking. A second surgery was performed on (B)(6) 2020. Update 25-nov-2020: pump is working without any problem. Towards the end of surgery a lot of water was pumped in the patient for several seconds. Pressure setting was 55. There was no error message and a clamping test was performed before the surgery and functioned. Update 03-dec-2020 the follow-up surgery took place one day after initial surgery. During the first surgery a drainage was laid to remove the liquid but it could not be drained sufficiently. In the second surgery the leg was opened and the fluid was removed. Patient is doing well, leg is fully functional.